Event description:
New information notes that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing again. No intervention was performed. No patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. No intervention was performed. No patient consequences.